Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Failure analysis investigation found that the instrument's pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, an unknown issue occurred on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.